Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer treated with bolus and syringes. Customer¿s current blood glucose level was 316 mg/dl. A customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was done for high blood glucose and customer reports they do not have a back-up plan available. The drive support cap appeared normal. There were no leaks or air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis. The infusion set and reservoir will not be returning.